Event description:
It was reported that an infusor had leaked onto the patient and the bed sheets during infusion. The device was filled with fluorouracil in sodium chloride. The location of the leak was unknown. The patient was unable to get the full dose of their medication. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the cause could not be identified as the reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon receipt, no evidence of a leak was observed. A functional leak test was performed using green colored water and no evidence of a leak was observed with the device. The reported issue could not be confirmed. Should additional relevant information become available a supplemental report will be submitted.